Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a sling surgery tot (transobturator tape) procedure performed on (B)(6) 2021. During the procedure, the "metal wire" (association loop) of the sling detached inside the patient and was removed by hand and forceps. The procedure was completed with the same obtryx ll system halo device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of association loop detachment. One dilator leg with association loop and one handle with needle were returned for analysis. A visual examination of the returned device identified that one side of the association loop was separated from the tip of the dilator. The end of the detached metal loop was frayed. The dilator tip has some damage to the polymer, indicating that it was severely manipulated. The reported complaint of association loop detachment was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, it is likely that the physician exerted excessive force which resulted in the detachment of the association loop and damage to the polymer. Therefore, the investigation concluded that the most probable cause for this event is unintended use error, indicating that interaction between the user and the device caused or contributed to the error. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a sling surgery tot (transobturator tape) procedure performed on (B)(6) 2021. During the procedure, the "metal wire" (association loop) of the sling detached inside the patient and was removed by hand and forceps. The procedure was completed with the same obtryx ll system halo device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of association loop detachment. Block h10: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is contaminated and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a sling surgery tot (transobturator tape) procedure performed on (B)(6) 2021. During the procedure, the "metal wire" (association loop) of the sling detached inside the patient. It is unknown if the detached piece was removed from the patient. The procedure was completed with the same obtryx ll system halo device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.